Event description:
The account alleged the side rail will not raise to the latch position. No pt impact.

Manufacturer narrative:
The technician found the side rail hinge plate was bent. The technician straightened the side rail hinge plate to resolve the issue.